Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative recalibrated the right tracker of the imaging system which resolved the issue. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that a 2 mm inaccuracy was replicated when using the imaging system during servicing. The rep did spins of two different test models and multiple instruments and no matter the placement of the demo models the inaccuracy was the same. There was no patient involvement. Additional information was later received clarifying the reported issue. It was confirmed that the imaging system was found to be inaccurate. The cause of the issue was attributed to calibration issues with the right side tracker.